Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/26/2015. The fse found that the wbc count and drain lines were contaminated with protein build up. The fse replaced the wbc count and drain lines, which repaired the issue. The repairs were verified per established procedures. (B)(6).

Event description:
While troubleshooting a control issue for a unicel dxh 800 cellular analysis system the field service engineer (fse) found the white blood cell (wbc) count lines and drain lines were contaminated with build up. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.